Manufacturer narrative:
It was reported that the patient had a post-operative hip dislocation. Revision surgery occurred and the surgeon revised the patient to an off-the-shelf cup and liner. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had a post-operative hip dislocation. Revision surgery occurred and the surgeon revised the patient to an off-the-shelf cup and liner.